Manufacturer narrative:
The data acquisition board to motor controller board cable was returned to philips rica for failure investigation, the cable was tested and no failures were identified. The determination could not be made that the device failed to meet specifications.

Event description:
The customer reported the display screen went black. Diagnostic code 1007, machine and proximal pressure sensors failed, was displayed. There was no patient harm reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.